Manufacturer narrative:
D10: adding concomitant part 402282.

Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery due to the patient developing an infection.